Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc) machine. Per the initial report, the home patient (hp) stated she reported a system error 2240 this morning and wanted swap. The technical service representative would arrange for swap. There was no patient injury or medical intervention indicated at the time of the initial report. The hp was contacted on (B)(6) 2010. The hp stated that they were connected during the 2240 alarm and they believe it was during one of their fill cycles. The hp then stated that they did not see any visible defects with their supplies. All supplies were disposed of and the lot number was not available. No companion samples were available. The hp stated since the arrival of their new device they have been able to perform therapy without any complications. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set)was not confirmed due to a lack of sample. The root cause could not be determined. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.